Manufacturer narrative:
The device was discarded and was not returned for investigation. A review of the device history record was performed and all product met requirements prior to release. A cause for the event has not been established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "went to mallet anchor and device reached black line but purple suture was still sticking out so surgeon pulled anchor back out and upon looking at it the juggerknot suture end had split. Another device was used."